Event description:
Note: this manufacturer report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2008-1614 for a description of the other device. It was reported to boston scientific corporation in 2005 that a hydra jagwire device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown) according to the complainant, the coating peeled off the wire during use, and the procedure was completed with another hydra jagwire. No patient complications were reported at the end of the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device has not been disposed of at the user facility and will not be return for evaluation; therefore, a failure analysis of the device could not be completed. The customer complaint could not be confirmed and the root caused is undetermined.